Event description:
It was reported that this inflatable penile prosthesis (ipp) cylinders flushed out of the urinary tract; therefore, the patient underwent a reconstructive penoplasty to repair the damaged urethra; also, the cylinders were removed and replaced with new ones. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the event be established. The reported clinical observations of perforation and device migration are known risks associated with the procedure and indicated in the labeling.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) flushed out of the urinary tract; therefore, the patient underwent penoplasty to repair the damaged urethra; also, the cylinders were removed and replaced with new ones. There were no additional patient complications reported.